Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. It was reported that the patient was having difficulty charging their implant and controller showed system problem rm03 when recharging the implant. The issue began a couple weeks ago. The manufacturer representative (rep) mentioned when they met with patient today but they didn't have their equipment. The representative was able to connect patient on the line. Agent instructed patient to check for damage; patient noticed the rubber past on the paddle/cord area of the recharger was grayed and wearing. Patient noted the paddle was getting hot when recharging the implant. The issue was not resolved.  A replacement recharger (rtm) was sent out. No symptoms were reported.